Event description:
The delivered volume of gas was gradually decreased while ventilating on pt. No alarm was activated. 10 minutes after pt was connected to the ventilator, he was found unconcious and cyanotic. Pt was manually ventilated by ambu bag and was recovered from cyanotic state.